Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3778-75 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead product ID 3778-75 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and radiculopathy. It was reported that the leads moved again. The patient stated that the leads moving the second time was a good thing as it allowed for better coverage. There was an x-ray taken to confirm that the leads had in fact moved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.